Event description:
Pt to cath lab for acute mi/nstemi. Multi vessel disease, plan to attempt intervention of r coronary artery. The lesion was a total occlusion, unable to be crossed. Proceeded with intervention of l circumflex artery. Difficult to cross due to angulation. Balloon able to cross l circumflex lesion. Onyx stent advanced but would not cross lesion. Circumflex occluded and with pulling back of stent, if came off stent delivery balloon. Attempt made to retrieve but appeared to interrupt flow of lad artery. Pt unstable, md felt best to proceed with pci to lad. Stent successfully delivered to that vessel. L circumflex remained occluded, multiple attempts made, not successful. Pt had re-occurring vfib, acls/CPR measures unsuccessful. Patient expired. FDA safety report ID# (B)(4).